Event description:
Reporting status: serious injury/surgical intervention. Reporting rationale: in-stent restenosis (isr), requiring surgical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2008, and during the procedure a 2.5 x 12 mm xience v was deployed in the proximal lad lesion. There were no reported device issues or patient effects noted during the index procedure. However, in 2009, the patient experienced chest burning at rest and was relieved with medication. In the next day, the patient was transferred for diagnostic coronary angiography, which revealed in-stent restenosis. Coronary artery bypass graft (CABG) was done to treat the patient's isr at about 11 days later. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Restenosis and angina, in the IFU, are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. Additionally, angina, restenosis, and hospitalization are listed in the no fault risk assessment as no fault post procedure complications. In this case, it is likely that the angina is a secondary effect of the restenosis, which required CABG surgery and hospitalization. In this case, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.